Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -11.00/1.5/100 (sphere / cylinder / axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown and it was noted there was no device causality.